Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97791, lot# n479350, implanted: (B)(6) 2014, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator recharger (insr) was not showing any coupling boxes filled in black. An antenna locate feature was tried but did not resolve the issue. There was poor coupling out of the box. It would not charge the implant. A replacement antenna was sent. Follow-up found the manufacturer representative was going to meet with the patient on (B)(6) 2014. The appointment was then moved to (B)(6) 2014. Additional information received reported that the replacement antenna did not resolve the issue. When the antenna locate feature was attempted, the highest number they got was 28. The most coupling the manufacturer representative could get was 4 and then it would immediately drop to 0. No diagnostics had been done but the implantable neurostimulator (ins) was not believed to have flipped because they were initially getting some coupling. It was requested that a replacement insr be tried next. After meeting with their health care provider (hcp) it was decided the pocket would be revised however a date had not yet been set.